Manufacturer narrative:
Investigation outcome: the log file analysis shows the device operated normally and had been continuously in use since (B)(6) 2025. During the event on 29 december 2025 in asv mode, multiple technical failure alarms occurred within a short time, causing the device to correctly enter safety mode. The edrshow file indicates a software behavior on outdated software as the most probable root cause; update to version 3.1.0 or higher was performed. Additionally, the esm was replaced at the customer¿s request, but the first newly unpacked esm board showed a ¿data partition defect¿ on startup and was replaced again before c1 was returned to the hospital. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "while using this c1 on a patient, an alarm suddenly sounded and ¿safety ventilation¿ was displayed, so the hospital staff replaced the ventilator." There were no health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.